Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a stuck lock button was confirmed and reproduced during product evaluation. The root cause was determined to be a defective lock out button with harness which connects to the rear/inverter harness (B)(4). The pump's main speaker harness assembly was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The customer reported problem for this device should be a stuck lock out button on the pump's keypad instead of damaged battery.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.